Event description:
The rep reports that during an unknown procedure, the stapler would advance the staples but would not form or close to proximate the wound. A new device was used to complete the procedure. No patient impact.

Manufacturer narrative:
(B)(4). The analysis results confirmed that the device was returned in good visual condition and fully functional. When tested for functionality the device fired and formed the remaining staples as intended. The device fired without any difficulties and the staples were note to have the proper box shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.